Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery. After placement of a non-abbott guide wire, pre-dilatation was performed with a 3.0x20mm nc trek balloon dilatation catheter (bdc). The 3.5x28mm implant was deployed in the proximal lad without issue. The 3.0x28mm device was being advanced to treat the mid lad; however, it failed to cross the lesion due to interactions with the deployed implant in the proximal lad and the proximal shaft separated. The 3.0x28mm device was removed without issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A 3.0x30mm non-abbott device was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Although the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. It should be noted that in the device instructions for use (IFU)states: stenting of multiple lesions within the same epicardial vessel is not recommended. However, if it must occur, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of damaging or dislodging the proximal stent. Based on the information reviewed, there is no indication of a product deficiency.